Event description:
It was reported that a pt underwent a coronary artery bypass procedure on an unk date. A surgical site infection was observed on pt's sternal wound.

Manufacturer narrative:
(B) (4). (B) (4) - infection - labeled. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: d1, d4, h4: there are three possible devices involved in the event as follows: vicryl plus suture. Prod code vcp317h, batch ah2409, mfg date: 07/17/2008, exp date: 07/31/2013. Vicryl suture. Prod code w9570t, batch bj5cwmn, mfg date: 08/26/2009, exp date: 12/31/2014. Vicryl suture. Prod code w9120, batch b68ktmm0, mfg date: 07/07/2009, exp date: 06/30/2014. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria.